Manufacturer narrative:
(B)(4). The returned product exhibits signs of use (nicked or gouged) and anterior section of the post feature has fractured off. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the surgeon was pushing the articular surface in between the femur and tibia in flexion, the instrument broke. The 2 pieces were removed and another tray was opened to retrieve a new instrument. There was no consequences or impact to the patient.